Manufacturer narrative:
This medwatch is for suspect device in advantage system 1. (B)(4).

Event description:
Customer reportedly obtained a result of 550mg/dl on advantage system 1 and approximately 100mg/dl/275mg/dl on advantage system 2 within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.